Event description:
Information was received from a healthcare provider (hcp) who reported the patient had an issue a couple of months ago where the neurostimulator wouldn¿t charge and was now ¿severely not charged.¿ the patient got a new ¿piece¿ which was presumably the recharger. The hcp stated the recharger wasn¿t charging past 50%. During the call the recharger was plugged in and showing the 50-75% quartile as flashing after being plugged in 5-10 hours. It was confirmed the quartile was flashing and the green light was on the desktop charger. The hcp mentioned the healthcare staff wasn¿t very familiar with the dbs system and there may have been some degree of user error. It was suggested to let the recharger charge for another two hours, and if it didn¿t advance past the flashing 50-75% to call and possibly replace with a wireless recharger.

Manufacturer narrative:
Section d10 references: product ID 37651 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.